Event description:
A report was received that an opthalmologist reported a pt experienced redness and severe pain, od, associated with use of a private label brand of solo care soft lens care solution for care of focus monthly visitint contact lenses. A deep, centrally located, phyocianic corneal ulcer was reported, involving a 5 day hospitalization with probable corneal transplant noted. Permanent scarring noted. A culture was performed by the hospital, results unknown. Prior visual acuity reported as 10/10 p2, after 1/10 p8, od. Treatment consisted of vancomycine, ciloxan, desomedine forton, atropine tanavic. Request has been made for additional information, (including lot information), however no further information is available at the time of this report.